Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) low battery screen was seen on the patient programmer. The patient also saw the "call your doctor" message and a possible elective replacement indicator (eri). He had contacted his healthcare provider and had spoken with a nurse. On (B)(6) 2016, he was not feeling stimulation and the programmer showed that the ins was on and set at 6.1 volts. He increased the setting and felt some stimulation again at 7.8 volts, although it was a low level of stimulation. The patient had seen the "call your doctor" message again after checking the ins but did not remember the code.

Event description:
Additional information was received from the patient indicating that their ins battery was dead. The patient had their ins battery replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.